Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73a1900874 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an operation a clip was loaded in closed condition. Therefore, the user stopped using the device and replaced it with a new one to complete the operation. No clip fell/remained in the patient.

Event description:
It was reported that during an operation a clip was loaded in closed condition. Therefore, the user stopped using the device and replaced it with a new one to complete the operation. No clip fell/remained in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent and no clip in the first position of the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. Multiple attempts were made with the same result. The sample was disassembled to inspect the internal components. The proximal end of the bridge was cracked. No other damages were observed. The sample was received with 0 clips remaining in the channel, indicating that all 15 clips were fired by the end user. The bent rotation tab is an indication that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip loaded in closed condition" was not confirmed based upon the sample received. One device was returned with the rotation tab bent. The sample was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Since no clips were returned, no clips could be tested , and the reported defect could not be confirmed. However, the bent rotation tab is an indication that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from loading properly into the jaws. The clip stacking could prevent the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.